Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance on this right ventricular (rv) lead was high and out-of-range. The field representative noted that shock impedance had been climbing over the last year. All other measurements were reported to be in range. This lead remains in service and lead testing was planned. No adverse patient effects were reported.